Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. The clinical team reported that the impella stopped 39 hours into support. The clinicians noted an increasing motor current and purge pressure prior to the pump stop. The pump was connected to another aic in an attempt to troubleshoot the issue, but this was unsuccessful. All products were discarded after use. The root cause of the pump stop was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a pump stop after 39 hours of support. The team attempted to troubleshoot by console replacement but, the pump did not restart. No lasting harm or injury known. The team replaced the pump and support proceeded.